Event description:
It was reported that during the implant procedure, a pacing lead exhibited high thresholds and high impedances. The lead was explanted and a new lead was placed. No patient complications have been reported as a result of this event.